Event description:
This tinbn-coated hinged knee was implanted on (B)(6) 2022 as a temporary spacer for the 1st stage in a planned 2 stage revision for infection. This tinbn-coated hinged knee was used as a spacer because of the patient's nickel allergy. The patient underwent revision surgery on (B)(6) 2022. Operative finding was "what appeared to be a disassociated component, which was unclear as to the source." Disassociation was between the distal femoral component and the femoral stem. The femoral component, tibial polyethylene bearing, and femoral augment were replaced (impacted onto the existing femoral stem in situ). Prior surgeries on this knee include: primary and revision tka (not link product), revision with link compassionate use components on (B)(6) 2022 (B)(4), and subsequent revisions on (B)(6) 2022 for infection (previously reported in complaint (B)(4)).